Event description:
It was reported "the guidewire was inserted in the usual way "j"-tip first. Insertion of the guidewire was straight forward, followed by removal of the needle, and when the catheter was inserted over the guidewire and the guidewire was removed, the catheter was blocked inside the guidewire. The only option that avoids needling the patient again was to remove the guide while leaving the catheter in place (if the guide and catheter were removed: need for puncture again, local bleeding expected due to thrombocytopenia and dilatation). Several strong pulls were required to successfully extract the guidewire, with a request for a follow-up x-ray in view of the context: the catheter created a loop in the vessel following the pull, which was incompatible with maintaining the same position. The catheter had to be inserted again (and the patient given additional doses of sedation), and the patient had to be moved in order to reposition it, then changed to the guidewire in case the guidewire had damaged the catheter." The patient's current condition is reported as "stable and transferred to another hospital".

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of the catheter forming a 'loop' shape was confirmed by the photos. The photos show x-rays of the patient with a guidewire and catheter inserted. Clinical and medical affairs were contacted regarding this complaint investigation. It was stated that the catheter seems to have flipped back on itself. Additionally, it was suggested that the customer could have flushed the catheter to help reposition it. Leaving the guidewire in place during the x-ray may have allowed time for the lumen to clot, potentially causing the wire to become lodged. A complete visual inspection to evaluate the cause of the reported issue could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of the catheter forming a 'loop' shape was confirmed by visual inspection of the customer-supplied x-ray photos. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the guidewire was inserted in the usual way "j"-tip first. Insertion of the guidewire was straight forward, followed by removal of the needle, and when the catheter was inserted over the guidewire and the guidewire was removed, the catheter was blocked inside the guidewire. The only option that avoids needling the patient again was to remove the guide while leaving the catheter in place (if the guide and catheter were removed: need for puncture again, local bleeding expected due to thrombocytopenia and dilatation). Several strong pulls were required to successfully extract the guidewire, with a request for a follow-up x-ray in view of the context: the catheter created a loop in the vessel following the pull, which was incompatible with maintaining the same position. The catheter had to be inserted again (and the patient given additional doses of sedation), and the patient had to be moved in order to reposition it, then changed to the guidewire in case the guidewire had damaged the catheter." The patient's current condition is reported as "stable and transferred to another hospital".